Manufacturer narrative:
Approximate age of device- 1 year, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a small crack appeared on the percutaneous lead. Upon interrogation of the device, it showed pump stoppage. The manufacturer's technical service representative reviewed the log file and confirmed multiple pump stops as well as low speed. These events occurred due to a compromised percutaneous lead. X-ray's were taken and were found to be unremarkable. The patient underwent a successful percutaneous lead repair on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported low speed/pump stoppage events recorded in the submitted system controller log file. Review of the submitted system controller log file confirmed the occurrence of multiple low speed/pump stoppage events on (B)(6) 2018 and (B)(6) 2018, which were associated with low speed advisory/hazard alarms and low flow hazard alarms as well as elevations in pump power up to 12.9 watts. The abnormal pump operation occurred only while the system was operating on the mpu and appeared consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 21 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the driveline segment in its returned condition revealed that all wires were electrically intact. Visual inspection of the outer silicone sleeve and underlying clear bionate layer showed no evidence of damage. The driveline segment showed moderate breakdown of the metal braided shield along its length consistent with almost two years of use, which appeared most severe near the terminus of the distal end bend relief (approximately 2-2.5 inches from the metal connector). Examination of the underlying wires revealed that the wires were slightly kinked near the terminus of the distal end bend relief. Visual inspection of the wires in this location identified a breach in the insulation of the red wire at approximately 2.5 inches from the metal connector, exposing the inner metal conductors. The observed damage to the red wire appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. Microscopic inspection and hipot testing of the remainder of the returned driveline segment revealed no additional areas of compromised wire insulation. If the exposed conductors of the compromised red wire contacted the metal braided shield while the patient was operating on a tethered power source (such as the mpu or power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events recorded in the submitted log file data. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.